Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter stops receiving the ECG signal and the waveforms flatlines for all ECG waveforms. This happens intermittently. They have tried different cables and has run it on a simulator and has reproduced the issue. There are no waveforms on the unit itself. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry transmitter stops receiving the ECG signal and the waveforms flatlines for all ECG waveforms. This happens intermittently. They have tried different cables and has run it on a simulator and has reproduced the issue. There are no waveforms on the unit itself. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device. Central nurse's station model: ni, sn: (B)(6), device manufacturer date: ni, unique identifier (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter intermittently stopped receiving the ECG signal and the waveforms flatlined. They tried different cables and ran the device on a simulator, but this reproduced the issue. No waveforms were displayed on the device itself. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz telemetry transmitter intermittently stopped receiving the ECG signal and the waveforms flatlined. They tried different cables and ran the device on a simulator, but this reproduced the issue. No waveforms were displayed on the device itself. No patient harm was reported. Investigation summary: the device was sent in for evaluation and repair. The reported issue was not duplicated or confirmed. Upon repair centers evaluation the unit had a discolored touch screen, faulty ECG input board, and required a new rear case. The most probable root cause could be due to a faulty ECG board. All malfunctioning parts were replaced. The unit was tested per the operator's technical reference manual. The unit completed extended testing and operated to the manufacturer's specifications. The unit was sent to used stock. To resolve the customer's issue a brand-new exchange unit (gz-130pa, serial number: (B)(6)) was successfully shipped to the customer. A serial number review of the reported device (model: gz-130pa, serial number (B)(6)) does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from gz-130pa to gz-130pa. D2b device product code: corrected the product code from drg to mhx. D4 additional device information / model #: corrected the model # from gz-130pa to gz-130pa. D4 additional device information / catalog #: corrected the catalog # from pu-621ra to gz-130p. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.